Event description:
During ptca with coronary stenting the saphenous vein bypass graft to the intermediate ramus branch of the circumflex coronary artery was reportedly stented x2 using a 3.0 stent at the proximal site and a 3.0 stent at the distal site. Reportedly, an attempt was made to advance a .014" straight guide wire down the graft for post dilation of the distal stent. When this wire was retracted it allegedly became entrapped and was fractured with a 2.0cm segment retained within the saphenous vein bypass graft. The pt was discharged 5/20/96 after an uneventful course. Pt was readmitted 5/21/96 with cva reported to be unrelated to above.